Manufacturer narrative:
Event description: patient was implanted on an unknown date in the year 2002. It was reported that the patient felt a crack feeling of his right hip by pivoting himself. X-rays show a fracture of the prosthetic neck. Subsequently patient underwent revision on an unknown date due to implant fracture. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: an x-ray review has been performed. There is a fracture of the femoral implant at the junction of the neck and proximal stem with varus alignment. There is no osseous fracture. Product evaluation: visual examination: the exafit stem shows a fracture in the transition zone between stem neck and shoulder. The fracture is through the rectangular impaction hole which is located on the lateral side. The fracture surfaces show a signs of a fatigue fracture with its origin at the entrance of the impaction hole. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: based on the review of the device history records the reported stem was manufactured before the design change in 2003. Device history: the first design of exafit standard stem was launched in 1999 under the reference 01.06005.xxx. In 2003, breakages of these exafit stems were reported at the neck of the stem. Their origin was a notch effect of the impaction hole. In april 2003, exafit standard stem was changed with a new design (new impaction hole) and new references: 01.06006.xxx. Exafit stems of the old design include corners at the impaction/extraction hole, which may lead to a stress concentration increasing the risk of a fatigue fracture. In order to reduce this risk, the edges of the hole were replaced by a round curvature in 2003. The complained exafit stem subject to this complaint was manufactured according to the old design. Conclusion: patient was implanted on an unknown date in the year 2002. It was reported that the patient felt a crack feeling of his right hip by pivoting himself. X-rays show a fracture of the prosthetic neck. Subsequently patient underwent revision on an unknown date due to implant fracture. Based on the investigation the reported event can be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). The visual examination showed that the exafit fractured through the impaction hole. The fracture occurred due to fatigue. A possible influencing factor for the fatigue fracture of the stem is the high stress concentration in the impaction hole region. According to the device history the stem was manufactured before the design change that addressed this issue. It is possible that patient factors may also have played a role. In conclusion, possible influencing factors for the fatigue fracture of the stem include a stress concentration at the impaction hole and possible patient activity. However, if and to what extend these and other factors may have contributed to the fracture of the stem remains unknown. Therefore, based on the investigation no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: a2 - a4 - d7 - h2. Correction: b3 - b4 - b7 - g4 - g7 - h10. Device was implanted 17 years ago. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2020 - 00043.

Manufacturer narrative:
The manufacturer received picture for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.